Event description:
During evaluation of a returned spectrum iq pump, the device alarmed multiple upstream and downstream occlusion alarms. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device did not replicate downstream occlusion. The device was tested for downstream occlusion detection and it passed. A review of the event history log revealed multiple downstream occlusion messages however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the force sensor out of specification which requires calibration to address this issue. During evaluation the device did not replicate upstream occlusion. The device was tested for upstream occlusion detection and it passed. A review of the event history log revealed and found multiple upstream occlusion messages however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the ultrasonic sensor out of specification which requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.